Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported infection. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, driveline exit site management, progression of disease, and the patient's related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Based on the available information and due to the timing of the event as related to the implantation of the device, clinical and patient factors, including driveline exit site management, may have contributed with no indication of a relationship to any device performance or manufacturing issues. Per the instructions for use (IFU): driveline infection is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received from the clinical study database that the patient had an ongoing driveline exit site infection. During visit to local cardiologist on (B)(6) 2016 the patient complained of increased drainage from his driveline exit site. The patient denied fever or chills. Labs were not drawn and vital signs were not recorded. A culture of his driveline exit site was done which showed rare coagulase-(B)(6) with moderate diptheroids. The patient was started on oral antibiotics. He was seen in clinic on (B)(6) 2016 with complaints of pain and increased secretion at the driveline exit site. Culture of driveline exit site revealed moderate corynebacterium species and a few staphylococcus epidermidis bacteria. The patient was again treated with oral antibiotics. He was seen in clinic on (B)(6) 2016 with further complaints of significant purulent discharge from his driveline exit site. Culture of driveline exit site showed abundant diptheroids. The patient was treated with oral antibiotics. The reported driveline infection did not resolve. The primary investigator deemed the event as device-related.